Event description:
During follow-up, the device was observed to be at elective replacement indicator (eri) level. The physician suspected premature battery depletion. Abbott technical support was contacted and could not confirm premature battery depletion but suspected the device longevity was overestimated at a previous follow-up. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The customer complaint of premature discharge of battery was not confirmed. The pacer was received in normal working conditions with battery voltage above eri. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current, battery is still normal and above eri.